Event description:
Pt had mammosite catheter and balloon inserted in left breast. Balloon was filled with 60 cc of saline. Three days later, pt reported hearing a popping sound while sitting. The balloon was found to be ruptured, new balloon reinserted and balloon refilled, balloon popped again. The ruptured balloon/catheter was removed.